Event description:
A 43 yr old white female g4p4 status post bilateral subglandular inframammary 220 cc meme for augmentation 07-10-87. Complaining of burning pain. Denies drecrease in size or change. Denies history or trauma. Althralgias/myalgias (positive am stiffness), paresthesias, spasms, fatigue, sleep disturbance, adenopathy, low grade fevers, recurrence vaginitis, hot flashes/sweats, headaches, temporomandibular joint disease, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitive to sun/odors, shortness of breath, cp/costochondritis, choking sensations, weight fluctations, g1/disturbances, easy bruising, tinnitis, & cough. Otherwise healthy. Bilateral leaking breast implants.